Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of mid abdominal incisional hernia extensive lysis of adhesions, and open repair of epigastric hernia. He had revision surgery 2 years and 8 months post-surgery. The patient underwent small-bowel obstruction and incisional hernias. The patient experienced removal of mesh due to mesh failure, fibrosis, inflammation and bowel obstruction.